Event description:
It was reported that t2 failed to secure at the meniscus. No patient injuries were reported.

Manufacturer narrative:
One curved ultra fast-fix ab assembly was returned for evaluation. Visual assessment showed the depth straw has been removed from the needle. No suture or ts were returned for evaluation. The trigger is fully advanced indicating a complete deployment. This investigation could not identify any evidence of product contribution to the reported complaint.